Event description:
It was reported that an anesthetized pt sustained burns after undergoing an MRI of the lumbar spine. After the exam, the pt (still asleep) was monitored by a healthcare provider just outside of the room with a monitor. Following the exam, the pt reported three burns; 2 small blisters below thumb and 1 blister on the hip. The turn on the hip was a quarter sized and the 2 on thumb were the size of pencil erasers. The pt was treated with cream (bactroban and a tegaderm) and gauze over the burn site. It was also reported that the pt had a bard cws 400 closed wound suction kit, 400ml reservoir, 3 spring model on the left side with tube coming out of wound in back. This device was located in the area of the pt burn. Pads were used to prevent pt from touching the bore, however, the pt had their arms down by their side and pads were not used to prevent skin to skin contact.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of the questionnaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error lot); surface coils / accessories: (surface coil / ECG checks); system / image quality: (system level testing to check for system failures); pt monitoring: (pt alarm & rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within spec and there are no issues with the system that caused or contributed to the burn. The system is designed to comply with iec 60601-2-33, including the requirements intended to minimize the likelihood of pt warming. The mr safety guide provides warming and safety instructions regarding pt warming. No further actions are planned at this time.